Event description:
It was reported that the vena cava filter failed to deploy. The procedure was completed without any problem with another vena cava filter. No reported injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The sample was returned with a pushwire inserted through the y-body and storage tube, with the filter lodged and protruding out the distal end of the storage tube. The introducer sheath and dilator were not returned. Upon inspection, the touhy nut was very tight. Under magnification a hook had popped out of its tight spline slot and was wedged between the outer diameter of the tight spline and the ID of the storage tube. The touhy nut was loosened and pulled back on the pusherwire and filter, and the misplaced hook nested back into the tight spline. The filter was able to be removed easily from the storage tube. There was an indentation on the od of the tight spline where the filter hook had been wedged between the storage tube ID and the tight spline od. The storage tube and the y-body had no defects and were intact. Heat was applied to the filter and the filter took shape. All arms, legs and hooks were present and intact. The pusherwire was also intact. All measurements taken were within specifications. The result of the investigation was confirmed for failure to deploy, root cause unk. It is unk if pt or procedural issues contributed to this event. The current IFU (instructions for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. The current IFU (instructions for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.